Event description:
It was reported that a dexcom g7 sensor that had paired and functioned initially displayed ¿pairing with sensor¿ and stopped providing glucose readings for about ten minutes, without any disconnections or alerts, and without impact to blood glucose before readings ceased. Symptoms included no adverse physiological effects. Outcomes included no change in clinical status and no need for medical intervention or hospitalization. Investigation included troubleshooting and user education regarding brief communication dropouts and system behavior. Investigation of this case revealed a transient communication interruption consistent with a pairing failure of the cgm sensor, with no responsible device identified and no evidence of device damage or malfunction of the ilet system. It was concluded, based on previously established findings for similar reports, that the cause was communication interruption of the external cgm sensor with no ilet malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.